Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2 experienced a failure due to a duplicate address detected. The technical support specialist identified a hardware issue and created a case. An email was sent to the biomedical team, and the case was closed since no follow-up was needed. The system functioned as intended after the technical support specialist trouble shot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 2 failed, reboot and recovery attempts did not resolve the issue. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.